Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a retrospective review of device data it was identified that this implantable cardioverter defibrillator (ICD) exhibited an episode of inappropriate shocks due algorithm confirmation. No other information was provided. This device remains in service. No further adverse patient effects were reported.